Event description:
It was reported that after difficult left ventricular (lv) lead placement, the physician elected to stay positioned as the patient¿s anatomy offered no other viable targets. The lead was positioned but a dislodgement was observed on x-ray while suturing the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).